Event description:
Per the clinic, the patient was presented with attic cholesteatoma occupying the epitympanic space and good total cholesteatoma was removed. However, the existing cochlear implant could not be preserved due to involvement with the disease and the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.